Event description:
It was reported that the customer encountered occlusion alarms. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin therapy. Reportedly, the customer was using trusteel infusion set for longer than 48 hours. Tandem technical support recommended changing the trusteel infusion set every two days.